Manufacturer narrative:
Stryker field service representative evaluated the customer's device and verified the reported issue. After the power pcb assembly was replaced a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Event description:
A customer contacted stryker to report that their device had unexpectedly lost power during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker product analysis center further evaluated the customer's device and verified the reported issue. The cause of the reported issue was determined to be due to fretting corrosion on the battery wire harness contacts of connector j11, the mating power pcb assembly contacts of connector p11and battery beyond its recommended service life. The fretting corrosion has been determined to cause an increase in contact resistance which can result in a sudden loss of device power under conditions of high current usage from functions such as printing a code-summary® record. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power cycle.

Event description:
A customer contacted stryker to report that their device had unexpectedly lost power during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.